Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly replaced the pull magnet that closes and opens the safety valve membrane. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported failed safety valve test during pre-use check. Since the replaced part was not returned for investigation, the root cause of the event has not been determined. A correction of field # d1 ¿ brand name, # d4 ¿ version or model #, # d4 - unique identifier (UDI) # and # h4 - manufacture date were required. D1 ¿ brand name ¿ previous brand name: servo-u. Corrected brand name: base unit servo-u d4 ¿ version or model # - previous version or model #: servo-u. Corrected version or model #: 6694800. D4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4) h4 - manufacture date ¿ previous manufacture date: 11/16/2020. Corrected manufacture date: 11/13/2020 h3 other text: 4117.

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).